Event description:
Internal defibrillator "locked out" after multiple interrogations by medical staff. The product "locks out" to save battery life, but this also limits its use for medical diagnosis.